Event description:
Two tears noted in xodus medical, the pink pad, pigazzi patient positioning kit, foam padding measuring 11.5 and 7 inches, respectively. The patient's position had not been shifted or manipulated once she had been placed on the positioning pad. The patient's skin integrity was assessed following the discovery of the tears in the pad and no immediate injury was noted.